Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that it was found the angulation rod and forceps elevator lever was stuck. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.